Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A distributor contacted zoll to report that a patient had skin irritation on his back under the therapy electrodes (tes). It was reported that the patient's skin resembled pimples or hives. The patient consulted his physician who advised to use a cream on the irritation. Follow-up indicated that the irritation was about the same and that the cream appeared to help some.